Event description:
Nellcor received a report that the inflation line detached from an 4.5pdc tracheostomy tube while in use. There was no pt harm reported and the tube was replaced with an unspecified tube without incident.

Manufacturer narrative:
Nellcor had made multiple attempts to collect further info regarding this report with no response. The caller could not confirm if a sample was available for evaluation.